Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system with this left ventricular (lv) lead was suspected of exhibiting intermittent loss of capture (loc). The patient was noted to have ongoing atrial fibrillation. Further evaluation indicated a lv pacing threshold of approximately 1.4 v at 0.8 ms with programmed output of 2.5 v at 0.8 ms. No left ventricular automatic threshold (lvat) test measurements or shock electrograms were available for review. Troubleshooting options were discussed. This lv lead remains in service. No adverse patient effects were reported.